Event description:
The device was returned to physio-control under recall (B) (4). After being evaluated, it was observed that the device was displaying a service indicator and had a potentially critical error code logged in its memory. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a bad solder joint on leg 13 of integrated circuit, designator u1. The customer rec'd a replacement device.